Event description:
It is reported that the drill bit fractured.

Manufacturer narrative:
Evaluation: as returned, a portion of the flex drill tip has fractured off. The fractured component was not returned for review. This failure may be attributed to (but not limited to) one of the following situations: excessive force applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque operation. Due to the lack of surgery details, and unknown usage history, and type of driver used, the exact cause cannot be known with certainty. Device history records indicate all components were manufactured and inspected to specification.